Event description:
It was reported the patient was not able to walk with his implantable neurostimulator (ins) turned on, but was able to use it while sitting. The ins had never been reprogrammed since its implantation. The patient was able to turn down the stimulation while walking, but then it did not help with his pain. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 39565-30, lot#: serial#: (B)(4), implanted: 2008 (B)(6), explanted: product type: lead product ID: 37752, lot#: serial#: (B)(4), implanted: 2008 (B)(6), explanted: product type: recharger, product ID: 37743, lot#: serial#: (B)(4), implanted: 2008 (B)(6), explanted: product type: programmer, patient product ID: 3708140, lot#: serial#: (B)(4), implanted: 2008 (B)(6), explanted: product type: extension product ID: 3708140, lot#: serial#: (B)(4), implanted: 2008 (B)(6), explanted: product type: extension. (B)(4).